Event description:
A healthcare professional (hcp) reported a patient's interstim device was not working. There were no symptoms reported. The patient is implanted for urinary dysfunction/sacral nerve stim.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.